Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported a scratch on the control panel membrane. The functional evaluation reported no faults found, the device performed within expected parameters. We have been unable to establish a relationship between the device and the events reported or determine a root cause on this occasion. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. These instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during inspection the technician confirmed that the renasys go device had a leak and displayed the full canister alarm. No patient was involved.